Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the essure micro-inserts had migrated into the endometrial cavity") and menorrhagia ("abnormally heavy menstrual bleeding /prolonged menstruation / abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1992,(B)(6) 1996). Previously administered products included for an unreported indication: cymbalta from 2010 to (B)(6) 2018 , methotrexate from 2007 to (B)(6) 2018, levothyroxine from 2012 to (B)(6) 2018 and oral contraceptives from 1996 to (B)(6) 2012. Concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), menstrual disorder ("abnormal menstruation"), abdominal pain ("abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2014 underwent a novasure ablation and underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower, menstrual disorder, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device expulsion, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: confirming full occlusion of fallopian tubes; on (B)(6) 2012: results: revealed tubal patency. Ultrasound scan vagina - on (B)(6) 2014: ultrasound unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abdomen pain, lower back pain. And abnormal bleeding (menorrhagia) clubbed to previous events. Reporter information, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the essure micro-inserts had migrated into the endometrial cavity") and menorrhagia ("abnormally heavy menstrual bleeding /prolonged menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2014 underwent a novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device expulsion, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: revealed tubal patency; in 2012: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the essure micro-inserts had migrated into the endometrial cavity") and menorrhagia ("abnormally heavy menstrual bleeding /prolonged menstruation") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1992,(B)(6) 1996. Previously administered products included for an unreported indication: cymbalta from 2010 to (B)(6) 2018, methotrexate from 2007 to (B)(6) 2018, levothyroxine from 2012 to (B)(6) 2018 and oral contraceptives from 1996 to (B)(6) 2012. Concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems") and urinary tract disorder ("bladder or urinary problems"). On (B)(6) -2012, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2014 underwent a novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, abdominal pain lower, menstrual disorder, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, menorrhagia, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: revealed tubal patency; in 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records provided. Information added: reporters, date of birth, medical/drug history, events: bladder disorder and urinary tract disorder added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.